Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021. Blood glucose reading was above 600 mg/dl at time of hospitalization. Customer had a symptoms like vomiting and feeling sick due to high blood glucose. Auto mode feature was not active at time of event. No further patient complications were reported.